Event description:
Surgical procedure performed due to infection. The knee was debrided and the insert exchanged.

Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.